Event description:
It was reported that patient underwent two-step revision on (B)(6) 2012. Patient had suspicion of infection on (B)(6) 2012, and subsequently developed a loosening with no sign of infection. First step was implantation of spacer, second step revision to total knee.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation included a clinical evaluation which concluded the description was not clear that it was an infection and pathology was not provided to conclude septic loosening vs aseptic loosening. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.